Event description:
There is a plastic/rubber disc on the hysteroscopic inflow tubing set. On 2 different procedures, the disc was not seated properly upon opening the sterile package. Not knowing this, the rn seated the tubing set into the hysteroscopy fluid management machine. When the inflow began, water shot out of the tubing set. The 2nd time, we were able to push the disc down far enough into the tubing set to prevent this from happening. I did find one other sterile tubing set in our distribution area that was affected. This tubing set is packaged in a procedure kit box. The lot number on the entire box is #w2m0090 and ref# 72205015v01.